Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and mesh was used. Fifteen days later, the patient experienced a reaction. The mesh was not integrated into the tissue and was completely loose and the patient experienced expulsion of the mesh. The surgeon removed parts of the exposed and non integrated mesh. The patient kept expelling mesh remainders through a cutaneous fistula and the wound which has not closed completely. When the patient is in optimal condition in about three months, a biological mesh will be placed.